Event description:
It was reported an intermittent alarm was occurring, which started the following day after the pump was implanted. The alarm was described as a single beep, and was heard ¿about 2-3 or more times a day.¿ it was also said that ever since the pump was replaced, it ¿didn¿t seem to be working as well.¿ she would ¿sometimes¿ get a fever and sweat. The hcp was aware of this. The patient ¿wondered¿ if there was ¿a possible catheter issue¿ as she has had this type of issue in the past. (See manufacturing report number 3004209178-2013-16374). The patient said that ¿someone¿ checked the device and she was told ¿everything was okay.¿ the patient was also told by her pain health care provider (hcp) that ¿everything was okay.¿ the pump was used to deliver hydromorphone and baclofen.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).